Event description:
It was reported that the patient had a fractured lead and had the lead replaced. No further information was provided; additional information was requested from the patient's healthcare professional.

Manufacturer narrative:
(B) (4).